Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to call back if any malfunction code returned, which caller acknowledged and understood.